Manufacturer narrative:
The customer returned the complaint kit, smart card, and a photograph for investigation. Review of the data recorded on the smart card showed the treatment proceeded until the photoactivation phase of the procedure with 1472 ml of whole blood processed. The operator pressed the stop button and aborted the procedure before the photoactivation phase was completed. Review of the photograph provided verifies the pto leak as the recirculation pump tubing has detached from the t-connector port. Examination of the returned kit verified that the recirculation pump loop tubing is no longer attached to the port of the t-connector. Further examination of the tubing showed a lack of solvent on the recirculation pump loop tubing. A material trace of the tubing and its components used to build kit lot n309 found no related non-conformances. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The root cause for the pto leak is due to a manufacturing operator error during the tube bonding operation. Retraining was completed with all bonding operators. No further action is required at this time. This investigation is now complete. (B)(4), on (B)(6)2025.

Event description:
The customer contacted mallinckrodt to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit("kit") during an extracorporeal photopheresis (ecp) treatment. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer returned the kit and a photograph for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot: n309 was conducted. There were no non-conformance's associated with this lot. This lot met all release requirements. A review of kit lot: n309 shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. At the time of this report, the analysis of the returned kit and photographs is still in process. A final report will be filed when the analysis is complete. (B)(4). Ap 04-nov-2024.